Manufacturer narrative:
Conclusion: two actual thread pieces were returned for evaluation. One thread piece had a knot in the middle where it was knotted with a steal wire. The thread ends and steal wire strand located at the knot show cut ends. The appearance of the other thread ends seems to be broken under strain. Furthermore, two areas with several filament breakages were detected on the thread piece without a knot. This could be caused because, the suture was under strain or under internal friction. The cause of the breakage could not be clarified. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by a veterinarian that an animal underwent a ligament surgery in (B)(6) 2014 and suture was used. Following the procedure, the animal experienced post-operative suture breakage.